Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that the power supply circuit board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the part of the power supply circuit board of the device was a short circuit by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The device sparked when the user turned on it during preparation for use. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the power unit of the subject device failed. Other detailed information was not provided. There was no report of patient injury associated with the event.